Manufacturer narrative:
Continuation of d10: product ID: b3300542, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Manufacturing representative reported that cause of high impedances was unknown and that no actions will be taken at this time.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during stage 2 implant of the deep brain stimulation, high impedance was observed on the left side at monopolar contacts 1a and 2a, with values greater than 5000 ohms. The issue was identified when the battery was connected to the extensions. Troubleshooting included disconnecting and reconnecting multiple times, performing an automatic increase and 1.0ma impedance check, and attempting to run current through the affected contacts. A lead test cable was used and confirmed the high impedance, suggesting the lead as the source of the issue. The surgery duration increased by approximately 20 minutes due to these troubleshooting efforts. The surgeon elected to leave the system as is and continue the procedure. No surgical intervention occurred or is planned. The patient was reported to be alive with no injury. No patient complications have been reported as a result of this event.